Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this specialty foley product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the specialty foley product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the temperature sensing foley catheter was leaking from the urethra of the patient.